Event description:
During a laparoscopic cholecystectomy, the surgeon attempted to use the device to clamp a vessel. The device partially fired one clip, then failed to fire completely. Another device had to be opened to clamp the vessel.